Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that bilateral patient underwent right partial knee arthroplasty on and unknown date and subsequently was revised due to fracture of the femoral. Patient is not having any issues with left side.

Event description:
It was reported that the patient underwent a right partial knee arthroplasty. Subsequently the patient underwent a revision procedure due to fracture of the femoral component approximately ten years post-implantation.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of photographs and x-rays. No devices were received; therefore, the condition of the components is unknown. Device history record was reviewed and no discrepancies relevant to the reported event were found. Surgical notes were not provided. The review of x-rays states right knee alignment is maintained. The femoral component of the arthroplasty is fractured at its midportion. The tibial component is intact. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.